Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 3/18/2021. H.6. Investigation: customer returned a total of six opened pen needles, all with a green inner shield. The labels returned also identifies them as 4mm, 32 gauge pen needles. All pen needles were visually inspected prior to testing for needle clogs. Two of the returned pen needles have had their cannulas bent at the proximal end of the hub¿s needle cannula. This would prevent normal testing for clogs. Additionally, this damage would prevent the needle from properly attaching to the pen, giving the impression that the needle was clogged during use. The remaining pen needles were inspected and tested with no defects being found. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. The root cause of the needles bending appears to be accidental damage from stresses caused by the user during routine use. This would have also given the impression that the needle was clogged since insulin would be unable to pass through the cannula. H3 other text : see h.10.

Event description:
It was reported that 3 pen ndl 32g 4mm 100bx 1200 USA were unable to deliver medication during use. The following was reported by the initial reporter: "it was reported that the insulin doe snot come out when the consumer primes. Verbatim: consumer reported, when priming, no insulin comes out. Kept referring to them as "duds"she stated, at least 40% of box was affected but could only supply "date of event" for 3 pen needles. Lot: 0065074, catalog: 320122, date of event: (B)(6) 2021, (3pen needles affected) samples: yes cl."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 3 pen ndl 32g 4mm 100bx 1200 USA were unable to deliver medication during use. The following was reported by the initial reporter: "it was reported that the insulin doe snot come out when the consumer primes. Verbatim: consumer reported, when priming, no insulin comes out. Kept referring to them as "duds" she stated, at least 40% of box was affected but could only supply "date of event" for 3 pen needles. Lot: 0065074, catalog: 320122, date of event: (B)(6) 2021, (3pen needles affected) samples: yes cl."